Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead was explanted together with the whole system due to recurrent upper extremity deep vein thrombosis and patient discomfort. Additional information received from the field representative indicates that the extraction done was elective due to patient condition; there were no allegation against the leads and the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense, so they were left off of this report.